Manufacturer narrative:
The event occurred when the operator touched the scc mouse of architect i1sr01287 with a dry, ungloved hand. The operator's arm was also resting on the "keyboard base plate." The abbott service representative was dispatched to the account to inspect the analyzer. The service representative reseated the keyboard, mouse, and main power supply connections; the "earthing voltage" (grounding) was also checked. However, no issues with the analyzer function or scc connections were identified; no parts were replaced. The analyzer was in running status when the customer felt the momentary shock. According to the service representative, it was "not clear whether it is customer electrostatic discharge or an electrical shock." Humidity levels in the laboratory were not available as they are not tracked. Service monitored the analyzer for two days without further incident. A review of the architect i1sr01287 service history did not identify any additional tickets related to electrical shock or injury to the fingers/hands nor were there issues related to the scc and its components. A review for similar complaints since june 2011, identified no additional complaints related to an operator sustaining an electrical shock from touching the scc mouse or the monitor support arm. A review of the architect product monitoring found no similar issues of electrical or static shock or an injury caused by the scc mouse or monitor support arm. In addition, no adverse trends were identified. The I-systems service and support manual provides installation instructions of the scc to include the mouse and the monitor support arm; and also addresses electrical hazard awareness, safety symbols and classification, power distribution, and system specifications. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency or systemic issue was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be provided when the evaluation is complete.

Event description:
The account stated an operator received a shock at the keyboard area of the architect i1000sr. It cannot be determined if the shock was static shock. No specific operator information was provided. There was no injury or harm to the operator.